Event description:
Olympus received additional information confirming that the fallen part was recovered from the patient's body by the nurse. The procedure was completed. There was no information obtained regarding any further consequences to the patient.

Event description:
The customer reported that the thunderbeat 5 mm, 35 cm, front-actuated grip type stopped with no plastic or metal parts in contact with the device and an unspecified error message was displayed on the generator during a cephalic duodeno-pancreatectomy. During retrieval of the device, the tip broke and was recovered from the patient by the healthcare professional. The same error message occurred with the second thunderbeat and its tip also broke inside the patient's body. A third thunderbeat was used, and it was reported that there was a risk of the device being lost inside the patient. There was no further harm or user injury reported due to the event. Additional information has been requested but no further information was received at this time. This event requires 3 reports. The related patient identifiers are as follows: (B)(6) - thunderbeat 1 (B)(6) - thunderbeat 2 (b)(6 - thunderbeat 2 this medwatch is for patient identifier (B)(6).

Manufacturer narrative:
The suspect device referenced in this report has not been returned to olympus. Additional information is being requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed. The device passed the probe check. The seal button and the seal & cut button could activate the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probe broken was not confirmed. The event can be detected/prevented by following the instructions for use which state: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation". Olympus will continue to monitor field performance for this device.